Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, yellow particles in the inner surface of the device, and one linear opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identify one smooth crease opening. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one smooth crease opening assessed as a fold flaw opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.